Event description:
It was reported that the insulin pump had an unresponsive keypad and horrible buzzing sound coming from the device. The customer stated that she just changed the battery, and the display returned, but then she noticed the keypad and buzzing issue. She stated that it was a constant tone coming from the device. The blood glucose reading was 200 mg/dl. No significant events leading to the keypad issues were observed. She noted that the time was advancing on the insulin pump but the version number was stuck on the bottom of the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no audio anomaly was noted. All of the buttons functioned properly and no damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip. No unlocked keypad connector was noted.